Event description:
It was reported that the patient had electrical tape wrapped around both of the black and white connectors and the system controller was subsequentially exchanged by the clinician. The patient was admitted to the hospital to rule out a driveline infection. A computed tomography (CT) of the abdomen showed new small complex fluid hypo density at skin surface entrance of driveline. The patient was negative for leukocytosis and surgery was scheduled a week in advance for the further evaluation of the small fluid collection. The patient was given antibiotics vancomycin and cefepime. The skin around the driveline had moderate irritation, erythema, tenderness and drainage. The patient was discharged (B)(6) 2022. Log files also revealed the patient experienced a loss of external power while connected to the mobile power unit (mpu). The mpu event was resolved once ac power was completely restored to the mpu.

Manufacturer narrative:
Patient gender requested; information not yet provided. Serial number requested, not yet provided. Related MFR #2916596-2022-14859, MFR 2916596-2022-14843. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power while connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of the submitted log files and downloaded log files contained overlapping data spanning approximately 7 days (22oct22 ¿ 28oct22 per timestamp). On 28oct22 at 3:49:51, while connected to the mpu, the low voltage hazard alarm activated. This alarm transitioned into a no external power alarm at 3:49:54 due to both white and black lead voltages diminishing from ~12.65 v to 0.01 v. This was consistent with a loss of ac power. The alarm cleared after power was restored to the mpu. The backup battery was able to provide power to the system during this event. Pump operation was not affected. No other notable alarms were active in the log file. The heartmate mobile power unit (mpu) (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the cause of the no external power event, if the mpu had a v-lock connector, and if any equipment was exchanged; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.¿